Event description:
The report received from the affiliate indicated a vista brite tip catheter presented a breakage in the distal region. It was observed after the package opening. The material was not used in the patient. The product was stored according to labeling instructions. The product will be returned for analysis. A similar product was used in the procedure instead. There was no reported adverse event.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that this device was suspended inside the closet. It is stored in a straight way. It was not handled in anyway before the breakage was noted and the packaging was intact. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated a vista brite tip catheter presented ''a breakage in the distal region.'' It was observed after the package was opened. The product was not clinically used. A similar product was used in the procedure instead. There was no reported adverse event. The product was stored according to labeling instructions. The facility stores product hanging straight inside a closet. The packaging was intact. One non-sterile unit of vista brite tip 6f .070'' was received coiled in a plastic bag, kinks were found at 28.9cm and at 44.4 cm from distal tip. No other issues were found. The catheter od and ID were measured near to kink area and the results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. The complaint reported by the customer ''brite tip/distal tip - separated-prior to use'' was not confirmed since no separations were found along the catheter. However kinks were found during the visual analysis. The cause of the kinked conditions found throughout the catheter could not be conclusively determined during the analysis. Analysis results and DHR review do not suggest that the reported failure is related to the manufacturing process. Controls are in place to verify the catheter for kinks/bent conditions; the produced catheters are inspected 100 % before leaving the facility. Additionally, several inspections are performed through all the guiding catheter assembly process operations. No corrective and preventive actions will be taken at this time.

Manufacturer narrative:
It was previously reported that this distal tip of this device broke prior to use. Additional information was received that "there is a kink in the catheter distal region." This was also confirmed in the analysis of the device. Therefore, this event does not meet the criteria of a malfunction that requires submission of a 3500a report. No further information is available and no further reports will be forthcoming.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been receive for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the event date is currently not available and the date listed is for purposes of transmitting the report only.